Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the investigation could confirm the reported issue of "tibial and femoral checkpoints were off, 2.5mm off, tibial reference point was also off by 1mm without changes. The issue was investigated and reviewed by the systems team. The investigation found that there was approximately ~2.5mm deviation in femoral and tibia checkpoint and a 4mm deviation in the distal cut. The pointer tool is utilized to confirm the deviation in checkpoints and inaccuracy of these cut, which confirmed user reported complaint. The investigation found that the most probable root cause of the reported issue is a combination of potential array movement and rapid leg/robot movement. The investigation found that some array movement may have occurred during the distal cut step. According to the user report, the femoral array checkpoint verification was performed after the distal cut were completed and showed an approximate deviation of 2.5mm in femoral and tibial check point from the registered checkpoint value. This confirms the user reported issue of tibial and femoral checkpoints were off, 2.5mm off. While the exact cause of the array movement cannot be established, array movement is generally caused by the arrays not being securely attached. Please ensure the array is properly secured during the procedure to avoid array movement. If the verify checkpoint step cannot be completed, please do not continue the operation. Adjustments are not permitted after the first bone resection: if bone array movement occurs the reference frame becomes inaccurate. The robotic-assisted procedure must be aborted, and the procedure must be completed using conventional manual instruments. The investigation found that during the distal cut , there was considerable leg/robot movement. The investigation found that "instruction: "[saw disabled] saw blade plane deviates too much from the cutting plane" and "[saw disabled] saw blade 'tip' point is too far from cut reference point" messages displayed during most of the cut steps. This would cause power to the saw handpiece to be cut. The constant cutting of power while during the cut means movement is large enough that the system cuts power, this could lead to inaccurate cuts. During operation the robot moves rapidly. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. To ensure flat resection surfaces: - wait for the motor of the saw to reach full speed prior to engaging the bone - hold the saw handpiece gently to allow the robotic-assisted device to adjust the resection plane - while cutting, advance or retract the saw blade, avoiding mediolateral movements. This will ensure the sharp end of the saw blade is used to resect bone, not the sides of the saw blade. There are no defects found with the system or software. The software was performing as intended. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. Root cause: the investigation found that the most probable root cause of the reported issue is a combination of potential array movement and rapid leg/robot movement. The root cause for those factors could not be determined. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review due to positive service history, DHR review only covers the related service records. Service history record review result is not relevant to the current complaint.

Event description:
It was reported that during total knee arthroplasty (tka) surgery during cuts, the velys satellite station device tibial and femoral checkpoints were off 2.5mm, the tibial reference point was also off by 1mm without changes. The user had to use manual tools. Another device was used to complete the procedure. The robot was mounted to the bed. The device was in use with the velys base station device. There was no delay in the procedure reported. There were no adverse patient consequences reported. All available information has been disclosed.